Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted and downloaded log files but was not reproduced during evaluation of the returned heartmate 3 system controller. The retuned system controller, serial number (B)(6), passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. Throughout testing procedures, multiple load tests were performed, and no atypical alarms were able to be reproduced. Backup battery, serial number (B)(6), was in use at the time the submitted log files were extracted. Backup battery, serial number (B)(6), was in use at the time downloaded log files were extracted. The submitted and downloaded controller periodic log files contained overlapping data and captured backup battery fault alarms from 21jul2025 to 23jul2025 due to the backup battery not passing the load test. Due to the exact onset of the alarms not being captured, the cause of the backup battery not passing the load tests was not known. The alarm resolved by the time data was captured on 23jul2025. The submitted controller event log file contained data on 25nov2025. Throughout this log file, intermittent backup battery fault alarms were captured due to backup battery circuit faults. The alarms self-resolved each time. The downloaded controller event log file contained data on 12jan2026 captured the driveline being disconnected, which is consistent with the system controller exchange. The pump operated as intended while the driveline was connected in all submitted and downloaded log files. Multiple attempts were made to obtain additional information regarding the resolution of the alarms, and details of any further troubleshooting steps performed; however, no additional information was provided. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. The device history records were reviewed, and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook, are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery fault and power cable disconnect alarms and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. This section also instructs users not to twist, kink, or sharply bend the system controller power cables. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including how to clean and maintain the 14v battery clips and system controller power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was experiencing backup battery faults on their primary system controller. It was noted that the patient had a backup battery exchange in (B)(6) 2025. Log files were submitted for review and confirmed that backup battery faults on (B)(6) 2025. The emergency backup battery (ebb) faults appeared to be dure to the ebb failing the load test. This was only an advisory alarm and there was no pump interruption during this event. Otherwise, there were no notable alarm conditions or parameter changes. The system controller was exchanged.